Manufacturer narrative:
Section b2, g3: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 lvas and the patient¿s outcome could not be conclusively established through this evaluation. The account reported that the patient had expired on (B)(6) 2020. Multiple attempts were sent to the account to obtain additional information about the patient outcome, however none was provided. No autopsy was performed, and the device was not explanted, the device will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 lvas.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the patient outcome, the patient passed away. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. No autopsy was performed and the device was not explanted.